Manufacturer narrative:
After looking at diagnostic it was determined that the pump was on battery when the pump shut down. The company representative tested the iabp to factory specifications. It functioned normally and was returned to the customer. Ref: (B)(4).

Event description:
The cus reported that while the iabp was in use on a pt, the iabp shut down. The pt was switched to another iabp and therapy was continued. No pt injury was reported.